Event description:
Customer reported that while running an htlv I/ii assay, summit sample handler did not pipette diluent into row a and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-00703-02.